Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a spinal product type for unknown indication. It was reported that the fixed handle was turned, and it felt stripping. Fixation could not be performed at all. Reverse rotation was performed according to the treatment method when the arm was defective. Even though the handle was tightened, could not fix it firmly. The drawbar was adjusted, but it didn't improve. There was a delay in overall procedure time over 60 minutes. Micro endoscopic discectomy was the therapy performed. Flex arm did not had any contact with patient. No patient symptoms or complications as a result of this event.